Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('the second measured fallopian tube displays a pale gray-tan serosal surface and a fine, coiled protruding wire from one end.'), embedded device ('sections display embedded fine coiled, metallic wires within prominent vascular structures corresponding to the right and left cornu regions') and pelvic pain ('pelvic pain female') in an adult female patient who had essure (batch no. 27192) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: contraceptives. Concurrent conditions included follicular cyst of ovary. Concomitant products included levothyroxine sodium (synthroid) since 2011. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraine/ migraines / headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2016, the patient experienced gastrointestinal disorder ("gi conditions"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain/ mid-abdomen"), abdominal pain lower ("lower left abdominal pain"), back pain ("lower back") and abscess ("abscess"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and hysterectomy(full) and salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, embedded device, fatigue, gastrointestinal disorder, migraine, vaginal haemorrhage, menorrhagia, abdominal pain lower, back pain and abscess outcome was unknown and the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea and dyspareunia had resolved. The reporter considered abdominal pain, abdominal pain lower, abscess, back pain, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, gastrointestinal disorder, genital haemorrhage, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for-pelvic pain, abdominal pain, dysmenorrhea , dyspareunia, general abnormal bleeding, fatigue, gi conditions and migraine. The number of expanded coils that appeared trailing into the uterine cavity was 4. Essure micro-insert in the opposite tube. The number of expanded coils that appeared trailing into the uterine cavity was 2. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: result: total bilateral occlusion. Coils were in place. Both tubes closed.. Imaging procedure - on (B)(6) 2013: bilateral occlusion.. Pathology test - on (B)(6) 2015: the myometrium is light tan and rubbery with focal coarsely trabeculated areas. Sections display embedded fine, coiled, metallic wires within prominent vascular structures corresponding to the right and left cornu regions. The second measured fallopian tube displays a pale gray-tan serosal surface and a fine, coiled, protruding wire from one end.. Ultrasound pelvis - on (B)(6) 2016: the uterus and tubes are surgically absent. As noted on prior scans both ovaries have the peripheral follicle count and increased volume consistent with pcom. In the left adnexal area, there is a loculated collection of fluid, 5.5 x 2.9 x 2.3cm. The fluid is anechoic. This is likely loculated fluid within adhesions. However, a partial hydrosalpinx is also a possibility, given that one of the tubes was excised in 2 pieces.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, abdominal pain, pelvic pain, back pain. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device, fallopian tubes = perforation. Most recent follow-up information incorporated above includes: on 5-jun-2020: pfs received new reporter information was added. New event abscess was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('the second measured fallopian tube displays a pale gray-tan serosal surface and a fine, coiled protruding wire from one end.'), embedded device ('sections display embedded fine coiled, metallic wires within prominent vascular structures corresponding to the right and left cornu regions') and pelvic pain ('pelvic pain female') in an adult female patient who had essure (batch no. A27192) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: contraceptives. Concurrent conditions included follicular cyst of ovary. Concomitant products included levothyroxine sodium (synthroid) since 2011. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraine/ migraines / headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2016, the patient experienced gastrointestinal disorder ("gi conditions"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain/ mid-abdomen"), abdominal pain lower ("lower left abdominal pain"), back pain ("lower back") and abscess ("abscess"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and hysterectomy(full) and salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, embedded device, fatigue, gastrointestinal disorder, migraine, vaginal haemorrhage, menorrhagia, abdominal pain lower, back pain and abscess outcome was unknown and the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea and dyspareunia had resolved. The reporter considered abdominal pain, abdominal pain lower, abscess, back pain, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, gastrointestinal disorder, genital haemorrhage, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for-pelvic pain, abdominal pain, dysmenorrhea , dyspareunia, general abnormal bleeding, fatigue, gi conditions and migraine. The number of expanded coils that appeared trailing into the uterine cavity was 4. Essure micro-insert in the opposite tube. The number of expanded coils that appeared trailing into the uterine cavity was 2 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2013: result: total bilateral occlusion. Coils were in place. Both tubes closed. Imaging procedure on (B)(6) 2013: bilateral occlusion. Pathology test on (B)(6) 2015: the myometrium is light tan and rubbery with focal coarsely trabeculated areas. Sections display embedded fine, coiled, metallic wires within prominent vascular structures corresponding to the right and left cornu regions. The second measured fallopian tube displays a pale gray-tan serosal surface and a fine, coiled, protruding wire from one end. Ultrasound pelvis on (B)(6) 2016: the uterus and tubes are surgically absent. As noted on prior scans both ovaries have the peripheral follicle count and increased volume consistent with pcom. In the left adnexal area, there is a loculated collection of fluid, 5.5 x 2.9 x 2.3cm. The fluid is anechoic. This is likely loculated fluid within adhesions. However, a partial hydrosalpinx is also a possibility, given that one of the tubes was excised in 2 pieces. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, abdominal pain, pelvic pain, back pain. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device, fallopian tubes= perforation. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('the second measured fallopian tube displays a pale gray-tan serosal surface and a fine, coiled protruding wire from one end.'), embedded device ('sections display embedded fine coiled, metallic wires within prominent vascular structures corresponding to the right and left cornu regions'), pelvic pain ('pelvic pain female') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. 27192) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: contraceptives. Concurrent conditions included follicular cyst of ovary. Concomitant products included levothyroxine sodium (synthroid) since (B)(6) . On (B)(6) 2012, the patient had essure inserted. In (B)(6) , the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraine/ migraines / headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) , the patient experienced gastrointestinal disorder ("gi conditions"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain/ mid-abdomen"), abdominal pain lower ("lower left abdominal pain") and back pain ("lower back"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and hysterectomy(full) and salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, embedded device, fatigue, gastrointestinal disorder, migraine, vaginal haemorrhage, menorrhagia, abdominal pain lower and back pain outcome was unknown and the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea and dyspareunia had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, gastrointestinal disorder, genital haemorrhage, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for-pelvic pain, abdominal pain, dysmenorrhea , dyspareunia, general abnormal bleeding, fatigue, gi conditions and migraine. The number of expanded coils that appeared trailing into the uterine cavity was 4. Essure micro-insert in the opposite tube. The number of expanded coils that appeared trailing into the uterine cavity was 2. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: result: total bilateral occlusion. Coils were in place. Both tubes closed. Imaging procedure - on (B)(6) 2013: bilateral occlusion.. Pathology test - on (B)(6) 2015: the myometrium is light tan and rubbery with focal coarsely trabeculated areas. Sections display embedded fine, coiled, metallic wires within prominent vascular structures corresponding to the right and left cornu regions. The second measured fallopian tube displays a pale gray-tan serosal surface and a fine, coiled, protruding wire from one end. Ultrasound pelvis - on (B)(6) 2016: the uterus and tubes are surgically absent. As noted on prior scans both ovaries have the peripheral follicle count and increased volume consistent with pcom. In the left adnexal area, there is a loculated collection of fluid, 5.5 x 2.9 x 2.3cm. The fluid is anechoic. This is likely loculated fluid within adhesions. However, a partial hydrosalpinx is also a possibility, given that one of the tubes was excised in 2 pieces. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, abdominal pain, pelvic pain, back pain. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device, fallopian tubes= perforation. Most recent follow-up information incorporated above includes: on 17-oct-2019: pfs and mr received. New events: abnormal bleeding (vaginal, menorrhagia),lower abdominal pain, back pain, fallopian tube perforation, embedded device were added. New reporters, concomitant conditions, drugs and lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions") and migraine ("migraine"). The patient was treated with surgery (hysterectomy(full) and salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea and dyspareunia had resolved and the fatigue, gastrointestinal disorder and migraine outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, migraine and pelvic pain to be related to essure. The reporter commented: patient received treatment for-pelvic pain, abdominal pain, dysmenorrhea , dyspareunia, general abnormal bleeding, fatigue, gi conditions and migraine. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: bilateral occlusion. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received- previously reported event "injury to herself" updated to "general abnormal bleeding", events- "pelvic pain female, abdominal pain, dysmenorrhea(cramping), dyspareunia(painful sexual intercourse), fatigue, gi conditions and migraine", patient demography,lab data added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.